Event description:
Gagging (retching) toothbrush head fell apart/broke off (device breakage). Case description: an adult female consumer reported that while using oral-b professional care rechargeable toothbrush, the oral-b brushhead, version unknown fell apart and broke off. She reported that she gagged a little bit when it broke off, but that it resolved immediately after. She has had the toothbrush for about one year, and it is not fully charging. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.